Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after deploying the main body, the physician attempted to turn the blue back-end wheel on the contralateral limb. The wheel broke off even though no unusual force was applied. The back-end handle was disassembled to allow for manual deployment of the stent graft. There was no visible damage to the packaging, and nothing unusual noted during device preparation. No patient injuries resulted from this event.

Manufacturer narrative:
(B)(4). Evaluation, results: (insufficient information; cause is unknown). Conclusions:(insufficient information; cause is unknown).